Manufacturer narrative:
Evaluation: customer report of broken female luer issue was confirmed. Female luer of main lumen was broken off. Broken cross-surfaces appeared rough and partially whitened. Both main lumen and pressure monitoring line were patent without any leakage. Balloon inflated without problem. Engineering evaluation task was opened to document further investigation. Visual examinations were performed under microscope at 15x magnification and unaided eye. All lumens were tested for patency and leakage as follows; a 12 cc syringe was connected to each of the lumens being tested. Each associated port was covered with a fingertip, entire catheter was immersed in water and pressurized by compressing the syringe plunger. A device history review was performed and there were no nonconformities associated with the manufacturing of this lot. Instructions for use were reviewed and found appropriate. The root cause of the damage could not be determined. Given the inspection and precautions listed in the process controls / risk controls section, it is unlikely that the connector was damaged prior to shipment from the edwards (B)(4) facility. The returned device does not indicate that a manufacturing defect resulted in the reported issue; therefore, a product risk assessment or CAPA will not be generated. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Event description:
It was reported that the "customer noticed the female luer connector of the cardioplegia delivery line (retrograde catheter) was broken during insertion. The stylet was not removed from cannula, but the connector was broken. They did not test the balloon before use, therefore it could not be determined whether it was broken from the beginning or not." No patient contact was made, therefore, no patient injury.

Manufacturer narrative:
Device arrived from customer. Evaluation anticipated upon completion of the decontamination process. Pending root cause analysis.